Event description:
Intra-coronary stent inserted in rca graft on 9/24/97. On 9/29/97 restudied stent site open and patent. On 12/10/97 after MRI pain started. Stent site showed 99% occlusion. MRI was done after 8 weeks of implantation as per protocol. Ptca of graft where stent was located. The area opened up to 0% residual. Documentation in progress notes purposes because of angina during MRI.